Event description:
Plastic tip of yankauer suction broke while suctioning left hip. No plastic tip pieces were found in left hip wound. Decision has been made not to use the straight yankauers in the ortho packs (clear ones) all three cases have been from the ortho packs. Per site reporter: medline will follow-up with medtronic (manufacture of yankauer suction).